Event description:
Rayner intraocular lenses limited received notification via its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The distributor reports that they received notification of the development of opacification in the od and os eyes of a pt in the post-operative period. For further info, please refer to rayner intraocular lenses limited's MDR 9611165-2014-00046. Info on the report of opacification in the os eye can be found in MDR 3003563511-2014-0047 and rayner intraocular lenses limited's MDR 9611165-2014-00047.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation: our review of production records for the superflex aspheric 920h iol batch 090e14570 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol confirmed that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 090e14570.